Manufacturer narrative:
A sample device was returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation a foreign material went into the patient's eye. It was removed from the eye by irrigation and aspiration. The surgery was completed after replacing the product with another one. Additional information has been requested and received stating the surgery was completed without replacement of the product.

Manufacturer narrative:
The used cartridge was not returned for evaluation. Eight unopened cartridges were returned for lot. One unopened cartridge was pulled randomly for evaluation. The cartridge was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The cartridge was functionally tested per the dfu. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A non-company lens was indicated with a handpiece. Viscoelastic was not provided. Per the instruction for use (IFU): iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovds) (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Per the dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. The manufacturer internal reference number is: (B)(4).